Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the c-ring broke off in the pt's leg. The harvester retrieved the c-ring through the original incision. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: as received the c-ring cradle and the attached scope wash tubing were detached from cannula. The c-ring cradle and scope wash tubing components form a complete assembly. A detailed visual inspection of the c-ring wire's distal end at point of c-ring cradle attachment showed that no residual adhesive was present on the wire. Residual adhesive appeared to be present inside the c-ring cradle's hole. The reported complaint that the c-ring broke off from the device is confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.